Manufacturer narrative:
The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation.

Event description:
User facility report # (B)(4) was received on (B)(4), 2011 stating: "mouth gag broke during tonsil and adenoids removal. The tooth guard broke off from the horseshoe (metal to metal). The pt had to have unnecessary stitches in the mouth. Tonsil and adenoid removal was intended and complete; however, unnecessary stitches in pt's mouth due to instrument breakage." Pt had no permanent injury, and the user facility anticipates no problems.